Event description:
The customer contacted baxter's technical service center (tsc) because the caregiver (cg) reported that there was air in the patient line due to catheter coming loose. The baxter technical service representative (tsr) assisted the cg to end therapy on homechoice (hc) and advised the cg to start over with new supplies. The cg would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2012 regarding the connection issue. The cg stated that they had discarded all supplies. The cg stated that the disconnection was between the patient line and the transfer set. The home patient (hp) is still using the current transfer set with no issues. The cg did not know what caused the transfer set to become disconnected. The cg said that as soon as they saw the disconnection, they had capped off the patient line and called baxter. The cg started over with new supplies. The cg stated that she had not discussed the issue with the home patient's (hp) nurse. Per cg, said that the hp did not have any injury or harm as a result of this incident. The hp is doing fine and continuing therapy without issues. The lot number was unknown. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The device was currently still in use and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed for connection issue due to lack of sample therefore the root cause was undetermined.